Manufacturer narrative:
The pacemaker output was increased and the lead remains implanted. It was reported that the lead will likely be replaced at the next pacemaker replacement procedure. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that loss of capture was observed from this right ventricular lead at a high rate (lead at a rate of 113 bpm). The pt had an intrinsic rhythm and no adverse patient effects were reported. The device remains actively implanted for approximately 9 years, 7 months.